Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a manual injection to address bg level. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause of the high bg was unknown. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.